Manufacturer narrative:
By checking the manufacturing charts of the involved lot#, no pre-existing anomaly was found on a total of 44 items manufactured with the same lot#. According to our records, at least 34 out of 44 stems with lot #1605914 - ster. 1600147 have been implanted and this is the only complaint received on this lot #. Lima corporate received a total of two x-rays pre-operative of revision surgery. The x-rays received - dated 21st of january 2021 - have been evaluated by a medical consultant. Following, the medical consultant comments: "the implant has been in place just 7 weeks, so barely enough time for osseous integration. The lack of significant trauma raises the possibility of infection but we have no information on blood tests or samples taken at the time of revision. I do not see any evidence of lysis around any of the components that could be consistent with infection, but it is perhaps too early for that to happen. The position of all the components appears satisfactory. The greater tuberosity is well seen and I do not understand the surgeon comment that it "has resorbed". With the available information the only conclusion is that the humeral component has loosened or never impacted firmly (this if it were true would be surgeon error but we do not know that). I would be concerned about infection but in summary all we can say is the components were loose and that was the reason for revision". Considering that: · the check of the manufacturing charts highlighted no anomalies on the components manufactured with lot# 1605914; · according to the medical expert's opinion, the humeral component has loosened or was never impacted firmly. However, the lack of significant trauma raises the possibility of infection, but further information on samples taken was not provided; the event can be classified as not product-related. Pms data according to limacorporate pms data, revision rate of smr reverse implants due to loosening of humeral components is 0,01%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6) 2021, due to loosening of the smr cementless stem (product code 1304.15.120, lot # 1605914 - ster. 1600147). According to the complaint source, patient complained of a sudden onset pain one week earlier. No falls or history of dislocation after primary trauma reverse were reported. According to the received information, humeral components were loose and were explanted by hand. It was reported that according to the surgeon, the tuberosities from primary trauma reverse were resorbed and there had been a loss of bone at humeral medial hinge. A 12 mm cemented stem, a finned reverse humeral body and a 44 mm long lateralized liner were implanted. It was reported that glenoid components were stable. Previous surgery was performed on (B)(6) 2021. Patient is a female. Event happened in australia.

Manufacturer narrative:
By checking the dhrs, no pre-existing anomalies were detected on the pieces manufactured with lot #1605914. This is the first and only complaint received on this lot #. We will send a final MDR once the investigation will be completed.

Event description:
Shoulder revision surgery performed on (B)(6) 2021 due to loosening of the smr cementless mini stem (product code 1304.15.120, lot # 1605914 - (B)(4)). According to the complaint source, patient complained of a sudden onset pain one week earlier. No history of falls or dislocation after primary trauma reverse was reported. According to the reported information, a cemented stem, a finned reverse humeral body and a lateralized liner were implanted. It was reported that the glenoid components were stable. Previous surgery was performed on (B)(6) 2021. Patient is a female. Event happened in (B)(6).